Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant was not working. There was no patient involvement.

Manufacturer narrative:
G2: foreign country - united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529:- h3: a manufacturer representative went to the site to test the equipment. In summary, the equipment was supplied in clean condition. The error was reported by a sales representative. The keypad was sticking. No patient harm was reported. The error was identified during pre-procedure inspection. A repair was carried out. The pendant was replaced and the firmware was updated. System checkout was carried out successfully. 2d and 3d x-rays were obtained. Motion checks turned out okay. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.